Event description:
It was reported a driver fractured at the tip. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. E1: email address: unknown / not provided. H4: device manufacturer date: unknown / not provided. Zimvie received one (1) item (B)(4), no lot number communicated. Visual evaluation was performed. We see a screwdriver with broken tip. The screwdriver and the broken tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. No screw was send to us. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.